Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the recharger won't charge. Patient said they tried charging it overnight, and they took it to the doctor's office and they looked at it and told the patient to call medtronic. Patient says the green light is on the docking station, but the battery lights are not incrementing, they just blink. Patient tried a hard reset on the recharge in the past, but that didn't resolve the issue. Agent had patient attempt a hard reset on the call but the recharger was completely unresponsive. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Patient mentioned they recently had knee surgery.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #(B)(6), ubd: 2022-08-31. H3: analysis of the wireless recharger (s/n:(B)(6) revealed that the led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.